Event description:
Patient reported that their generator moves when she lays on her side and when seen her neuro was able to flip the generator. The patient has been referred to undergo a pocket revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported that when she underwent a pocket revision on (B)(6) 2022, the surgeon told her that the leads were very tangled, and the device was not secure - turning on itself multiple times.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event).

Event description:
Additional information received from the physician's office reporting that the cause of the generator migration is related to patient manipulation/trauma and the surgical intervention is for patient comfort only.